Event description:
The arm of the commode collapsed when the patient was getting up to a standing position. A patient care technician (pct) was with the patient at the time and was able to help the patient sit back down. The commode arm found to be broken. It does not latch properly and appears to be out of alignment.I am not aware of any other commodes of this type that have had the same failure mode, but I can easily imagine that there would be.the patient was merely trying to stand up when the unlatched armrest gave way causing her to loose her balance. She didn't actually fall, however, thanks to nearby staff.I think the pivot pin needs to be more robust than it currently is. Unfortunately, I don't have any information about how the pivot pin became bent. It seems to be bent toward the front, not the back nor up nor down. I have a picture if you'd like to see it.